Event description:
(B)(4). Hair loss, rash, bloating, mood swings, enlarged uterus in which I had to have a dnc done. Cysts on ovaries, pelvic pain that at times are unbearable, headaches, back pain, constipation, hip pain.